Event description:
Voluntary medwatch received states that the patient experienced syncope and near-syncope, and the left ventricular (lv) lead exhibited chronically high pacing impedance. No changes or intervention were reported. The patient's condition was not known.